Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated or confirmed. The device log showed that the device did not show any fault associated with the customer report. The log does show the device was armed and disarmed several times manually on the day of the event. The log does show the device delivered expected energy when the criteria was met. The device underwent full functional and defibrillation testing, including stress tests on the front panel buttons, with no discrepancies found. It correctly recorded button presses, and testing confirmed there were no faults with button recognition. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.